Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump was not recording all of the boluses delivered in the pump¿s bolus history. The reporter stated that sometimes, one or two boluses are missing from the day¿s bolus history, and sometimes several boluses are missing. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged bolus history issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last bolus in the bolus history was on (B)(4) 2013. There was no activity outside of normal use is observed in the black box. On investigation, the pump powered on and displayed the verify screen per normal operation. The pump successfully primed and was exercised for 24 hours with no alarms. During investigation, multiple boluses were performed using the ¿advanced bolus¿ feature. All boluses were performed correctly and recorded accurately in the history at the correct time and order. The keypad was undamaged and fully operational. Investigation did not duplicate the original complaint. The pump was found to be operating as intended without malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.